Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Other ¿ at this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported transducer fault and vent inop display alarms. The customer was unable to solve the issue with calibrations. The customer reported no patient involvement or allegation of patient harm.